Event description:
An unspecified readings issue was reported with use of the abbott diabetes care (adc) device. A customer's family member reported that the customer received unspecified readings, self-treated with sugar multiple times, and as a result experienced "metabolic acidosis" leading to death. The length of sensor wear was unknown. No further details of the medical event were provided. Adc customer service made additional attempts to gain further information, however customer was unable to provide any further information. Based on the limited information available, no conclusive determination can be made as to whether the adc device has caused or contributed to the reported death. Abbott diabetes will submit a follow-up report upon completion of investigation activities.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the product. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data was reviewed and showed no anomalies or non-conformances that could lead to the complaint. The available tripped trend reports were reviewed for the product and reported issue for the last year. The review identified a tripped trend for this reported issue. This tripped trend was addressed in the tracking, trending review meeting, and investigated. The investigation concluded that the tripped trend was not correlated with a product nonconformance. Trends are regularly monitored and investigated when exceeding established thresholds to evaluate for causes associated with the product. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with use of the abbott diabetes care (adc) device. A customer's family member reported that the customer received unspecified readings, self-treated with sugar multiple times, and as a result experienced "metabolic acidosis" leading to death. The length of sensor wear was unknown. No further details of the medical event were provided. Adc customer service made additional attempts to gain further information, however customer was unable to provide any further information. Based on the limited information available, no conclusive determination can be made as to whether the adc device has caused or contributed to the reported death. Abbott diabetes will submit a follow-up report upon completion of investigation activities.